Manufacturer narrative:
Received one device. Customer stated problem confirmed. The customer received the correct pump he had ordered (cadd solis vip pump), but the incorrect rear label was placed on the pump (it was supposed to be a cadd solis vip label, but there is a cadd solis v4 label on it). Wrong label removed and replaced with the correct one (cadd solis vip label). Resolution of the reported issue was confirmed by the technician.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer ordered a 21-2120-0105-14l pump kit, cadd-solis vip, mdl 2120, swedish, pharmguard but received an item labelled 21-2111-0402-14l pump kit, cadd-solis, mdl 2110. The serial numbers are registered as (B)(6). There was no patient involvement.